Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Title: late heartmate 3 thrombosis michael j. Pienta, et al. Department of cardiac surgery, university of michigan frankel cardiovascular center, ann arbor, michigan; and ¿division of cardiovascular medicine, university of michigan frankel cardiovascular center, ann arbor, michigan. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a 22-year-old patient with end-stage heart failure due to left ventricular noncompaction cardiomyopathy underwent a heartmate 3 (hm3) implantation via median sternotomy in (B)(6) 2017 as bridge to transplant. The patient was discharged postoperative on day 15 after a relatively unremarkable postoperative course with a therapeutic international normalized ratio (inr) and aspirin 325¿mg daily. Over the first 2 years after implantation, the patient was admitted to the hospital several times for volume overload as well as a methicillin-sensitive staphylococcus aureus driveline infection, which resolved with IV cefazolin. The patient was removed from the transplant list due to medication noncompliance and obesity. At 27 months after implantation, the patient noted low-flow alarms, which were initially self-managed with increased oral fluid intake. The patient presented for evaluation after 1 week of symptoms with persistent low-flow alarms, shortness of breath, and 15 pound weight gain. On admission, the patient was hypotensive with lactate elevated to 2.7 mmol/l. Lactate dehydrogenase (ldh) was 356 iu/l, within the patient¿s previous baseline range, and inr was 4.9. In the year before presentation, inr ranged from 1.4 to 7.9, with time in therapeutic range 58.1%. Echocardiography demonstrated that the left ventricle was full with regular opening of the aortic valve. Chest radiograph demonstrated appropriate positioning of the device. The patient had no hematuria or jaundice. Review of the device log demonstrated an acute drop in calculated average flow from 5¿l/min to less than 3¿l/min at 6,000 rpm and decrease in motor power from 5.0 watts to 4.1 watts approximately 1 week before presentation, with stable pulsatility index. Computed tomography (CT) scan was concerning for possible thrombus in the proximal outflow cannula, with no evidence of graft kinking or twisting.

Manufacturer narrative:
This event was determined to be a duplicate. Investigational findings were reported under MFR 2916596-2020-02141.

Manufacturer narrative:
This event was determined to be a duplicate. Investigational findings were reported under MFR 2916596-2020-02141.